Event description:
The pt fell. Afterward, stimulation sensation was positional. The implantable neurostimulator was reprogrammed on (B) (6) 2009. After reprogramming the pt felt stimulation in the wrong location and an increase in baseline pain. The pt did not feel stimulation as strongly on the right body side. The pt was seen in clinic about 1 month later. Impedances were checked about 1 month later (results not reported). X-rays revealed that the lead was in good position. Reprogramming did not provide stimulation coverage to the right leg as desired by the pt. Explant was not planned. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).